Event description:
Same case as: 2134265-2013-07128, 2134265-2013-07129. It was reported that an automatic pullback could not be activated. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit did not perform automatic pullback. The display on the lcd was normal and there was no error message on the screen. Manual pullback was not attempted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).